Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose was 273 mg/dl. Customer stated the other blood glucose was 250 mg/dl to 350 mg/dl. Customer treated with manual injection. Customer allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.